Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not enter service mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device would not enter service mode. It was reported that the customer was not able to enter diagnostic mode, due to the accept button not responding to press. It was noted that the front bezel had been updated to the new redesigned nav-ring. The rse recommended that the switch printed circuit board assembly (pcba) be replaced. A philips field service engineer (fse) arrived onsite and was able to duplicate concern. The fse reviewed the service manual and found that device was in need of a switch pcba and switch pcba cable replacement. The fse replaced the switch pcba and switch pcba cable, and the issue was resolved. The device successfully passed all required performance verification tests and was returned to customer for use.